Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensors indicated low blood glucose when the customer's blood glucose was not low. Customer did not check his blood glucose and ate. Customer's blood glucose skyrocketed, and the threshold suspend was triggered. Customer's blood glucose was 170 mg/dl. Sensor alarmed for a recalibration. During troubleshooting, found sensor cannula was bent. After troubleshooting, customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.